Manufacturer narrative:
Citation: kuneman jh, butcher sc, singh gk, et al. Prognostic implications of change in left ventricular ejection fraction after tra nscatheter aortic valve implantation. Am j cardiol. 2022;177:90-99. Doi:10.1016/j.amjcard.2022.04.060 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest app roved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding the impact of changes in left ventricular ejection fraction (lvef) after transcatheter aortic valve implantation (tavi). Medtronic self-expandable valves (evolut r/pro: 133) and non-medtronic balloon-expandable valves (sapien family: 427) were used in the study. The authors observed 176 deaths during a median follow-up of 3.8 years. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: lack of lvef improvement, elevated aortic valve mean gradient (from 9 ± 4 mm hg after tavi to 10 ± 5 mm hg at 12 months post-tavi), myocardial infarction, need for permanent pacemaker implantation, and paravalvular leakage ( moderate). No additional adverse patient effects were noted.